Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2016-07300, 2134265-2016-07301, 2134265-2016-07302, 2134265-2016-07312. It was reported the patient experienced complications during the procedure. A left atrial appendage (laa) closure procedure was being performed. The baseline echocardiogram revealed a pleural effusion. They opted to proceed with the laa closure. During the procedure there were 2 separate transseptal punctures performed due to the angle of the anatomy. Two watchman access system and 3 watchman laa closure device and delivery systems were used in attempts to adequately position a closure device. Ultimately, no closure device met release criteria due to the difficult anatomy. At an unspecified time during the procedure the patient went into congestive heart failure. The patient experienced hypotension, treated preemptively with a blood transfusion, although there was no blood loss. In the physician's opinion, the hypotension was probably due to cardiac ischemia as his ejection fraction was noted to drop during the case significantly. After administering blood and fluid the patient was stabilized, but then in recovery he had pulseless electrical activity due to hypoxia and volume overload. After several liters were diuresed, they we were able to extubate within 24-48 hours. Neurologically the patient was fine and he was discharged home a few days later after some rehab.